Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured between february 24-26, 2024. H11: the actual device was received for evaluation. Visual inspection was performed and a cut or slice was observed approximately 2 inches in length on the front of the bag, parallel with the diagonal imprints of the bag. Functional leak testing was performed and a leak was identified at the lower right front side of the eva bag, located at the eva lay-flat (film) of the bag. The reported condition was verified. The cause of the cut could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a exactamix 500 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked from an unspecified location. This occurred after the device was filled with medicine prior to patient use. There was no patient involvement. No additional information is available.